Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2008, the patient underwent tha with centipillar tmzf and trident cup. After surgery, the surgeon confirmed x-ray. And he found that trident cup was loosening. Therefore the patient underwent the revision surgery on (B)(6) 2016. When the surgeon confirmed remove the implant, the corrosion could be seen in the ceramic liner (outside) and cup (inside). The surgeon changed the implants to brand new products. The surgeon has finished the surgery. The surgeon requested investigation of the wear of the ceramic liner (outside) and cup (inside).

Manufacturer narrative:
An event regarding loosening & corrosion involving a trident shell was reported. The loosening event was confirmed following a clinical review. A review of the provided x-rays by a clinical consultant also confirmed shell malposition. The corrosion event was not confirmed. Method & results: device evaluation and results: visual inspection was carried on the returned part. This identified nothing to note on shell inner or our surfaces. A request for a material analysis was reviewed and deemed not required as there was no evidence of corrosion on the shell medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: procedure-related factors: cup malposition in excessive anteversion and superficial position. Patient-related factors: none evident. Device-related factors: none as also supported by the explanted devices. Diagnosis: cup malposition in excessive anteversion and superficial position has contributed to an overload condition in the arthroplasty causing lack of bone ingrowth fixation of the cup with revision required for gross loosening after 8-years. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: clinical review concluded : "cup malposition in excessive anteversion and superficial position has contributed to an overload condition in the arthroplasty causing lack of bone ingrowth fixation of the cup with revision required for gross loosening after 8-years. If further information becomes available this investigation will be re-opened.

Event description:
On (B)(6) 2008, the patient underwent tha with centpillar tmzf and trident cup. After surgery, the surgeon confirmed x-ray. And he found that trident cup was loosening. Therefore the patient underwent the revision surgery on (B)(6) 2016. When the surgeon confirmed remove the implant, the corrosion could be seen in the ceramic liner(outside) and cup(inside). The surgeon changed the implants to brand new products. The surgeon has finished the surgery. The surgeon requested investigation of the wear of the ceramic liner(outside) and cup(inside).